Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the customer reported issue. The camera foot pedal button was broken off. The fse replaced the foot assembly to resolve the issue. The fse tested and verified performed electrical safety system test drive and the system is ready for customer use isi received the footrest unit involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to replicate the customer reported complaint. The footrest was reviewed and the camera foot pedal was broken. The cause of the reported failure was attributed to a component failure. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to the second surgeon side console after the start of the procedure due to the camera foot pedal being broken on the first console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, it was discovered that the camera foot pedal was broken. The black pedal switch cover was broken and resting on the foot tray. The surgery continued with the primary surgeon using the other surgeon side console (ssc). The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.